Manufacturer narrative:
Visual inspection revealed rust color found under all three ring electrodes. Dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end and inside several irrigation ports. Electrical tests revealed that while manipulating the shaft, continuity checks revealed no electrical shorts as checked manually using a multi-meter and breakout box. Ring 3 is electrically open. All other electrodes, sensor and thermocouple resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found dried fluid debris inside the distal end. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and mes. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were 0.1198, 0.0945 and 0.0833 psi, which were below the acceptable upper limit of 0.30 psi. Dissection revealed the ring electrodes were removed. Rust color under all three rings and ring 3 wire is broken at the weld ankle.

Event description:
Reportable based on device analysis completed on 20dec2019. It was reported the proximal dipole 3-4 did not work. During and atrial tachycardia procedure when the intellanav mifi open-irrigated ablation catheter was connected, the proximal dipole 3-4 did not work. Distal dipole and mini electrodes worked very well. The cable was exchanged but the signal issue was not resolved. The catheter and the signal issues were resolved and the procedure was successfully completed. No patient complications were reported. However, device analysis revealed dried fluid debris was found throughout the distal end cavity indicating a leak inside the distal end.